Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated only 10 minutes left of cooling, but patient temperature (pt) was below targeted temperature (tt) in an arctic sun device. Confirmed they have received alerts but could not recall the numbers. Event log shows alert 113 reduced water temperature control. Patient temperature (pt) was 31.5c, targeted temperature (tt) was 36c, water temperature (wt) was 28.5c, water flow rate (wfr) was 1.9 l/m. 2 pads connect to adult patient. Esophageal probe in use with placement verified. System diagnostics showed that the outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2268.7 and pump hours were 2088.1. Had stop therapy, empty and disconnect pads. Walked through draining 16 ounces of water from right drain port. Reconnected pads using proper technique and restarted therapy. Spoke with 15 minutes later and water temperature (wt) was 40.3c and patient temperature (pt) was increased to 31.6c. Advised to call back with any additional alerts or alarms and noted device was now making very warm water as expected.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. The device was not returned. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated only 10 minutes left of cooling, but patient temperature (pt) was below targeted temperature (tt) in an arctic sun device. Confirmed they have received alerts but could not recall the numbers. Event log shows alert 113 reduced water temperature control. Patient temperature (pt) was 31.5c, targeted temperature (tt) was 36c, water temperature (wt) was 28.5c, water flow rate (wfr) was 1.9 l/m. 2 pads connect to adult patient. Esophageal probe in use with placement verified. System diagnostics showed that the outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.5c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 14.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5, system hours were 2268.7 and pump hours were 2088.1. Had stop therapy, empty and disconnect pads. Walked through draining 16 ounces of water from right drain port. Reconnected pads using proper technique and restarted therapy. Spoke with 15 minutes later and water temperature (wt) was 40.3c and patient temperature (pt) was increased to 31.6c. Advised to call back with any additional alerts or alarms and noted device was now making very warm water as expected.